Manufacturer narrative:
The device was received deployed. During fluid path testing, fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. An accurate leak test could not be performed due to the damage to the unexposed portion of the soft cannula. No indication of fluid ingress was observed inside the device. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data showed no evidence of issues with insulin delivery. No timeouts, drive stalls, or hazard alarms were generated during device run. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl). The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated with a new pod.